Manufacturer narrative:
Additional information was received that the patient had a stroke prior to revision creating new pain patterns. It was also reported that the reason for ipg replacement was patient unable to keep the battery charged. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.